Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07149. It was reported the patient was admitted to the hospital due to headache on (B)(6) 2017. A CT scan revealed infection. In turn, the patient underwent surgical intervention wherein the trial leads were removed. Additional information revealed the patient had an air trapped under the skin. As such, oxygen therapy was used to treat the issue. It was found the patient did not have an infection, but pneumocephalus. The patient's issues have resolved.